Manufacturer narrative:
No battery out limit alarm, vibrate anomaly or constant tone noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. The insulin pump had moisture damage on the electronic assembly and motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report the insulin pump was submerged in water. The insulin pump is vibrating without an alarm or alert and there is a constant tone occurring. Blood glucose reading at the time was 95 mg/dl. Advised the customer that the inuslin pump will be replaced. Nothing further reported.